Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose, but not hospitalized. The customer's blood glucose range to 400-500 mg/dl. The customer was offered to transfer but declined was able to treat once he change his site. The customer stated that he is doing well and no additional questions.